Event description:
The customer reported being hospitalized due to high blood glucose over 600mg/dl, and she was treated with an insulin drip. The caller stated that they hooked back up the device and her glucose level is over 200mg/dl again. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the bolus history and found two no delivery alarms. Performed the high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.